Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of minicap disconnection and peritonitis in a (B)(6) female patient on peritoneal dialysis therapy. On an unreported date, the patient began treatment dianeal pd4 ambuflex and extraneal viaflex therapies, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the customer reported: on (B)(6) 2011, the patient went to the bathroom and her minicap fell off resulting in peritonitis. Reportedly the patient was diagnosed with peritonitis and hospitalized the same day. Treatment was not reported. The patient had recovered from the events of peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. An opinion of causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd890418) with no defects noted. The cause of the peritonitis was undetermined. The label review found the labeling adequate for use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.